Event description:
It was reported that the patient's right atrial (ra) lead exhibited oversensing noise that resulted in occasional automatic mode switch (ams) episodes. On (B)(6) 2025, the ra lead was capped and replaced with a new lead during a generator replacement. The patient was stable before, during, and after the procedure.